Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint. Aninvestigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board will be replaced to address the issue. The device will be serviced and fully tested before it is returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no harm or serious injury reported as a result of this incident.